Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A launcher device was used during a procedure. There was no damage noted to the packaging the device was removed from the packaging as per IFU with no issues. The device was not inspected. The device was prepped per IFU with no issues. Resistance was not encountered. Excessive force was not used. It was reported that the device was used one week after its manufacturing expiry date. There is no patient injury reported.